Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation on his back. The area was described as tender but with no visible rash. During a follow up, the patient reported that the irritation had improved with the use of a lotion recommended by his doctor.